Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that blurry image shows stain on image due to water stain inside charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subjected device exhibited water stain inside charged coupled device, failed water leak test and blurry image shows stain on image. There was no patient involvement.